Event description:
According to the reporter: during surgery the clips were placed correctly on the tissue. The next day, the pt became septic and during re-laparoscopy it appeared that the clips moved from the cystic dust and had caused a lot of bile leakage.

Manufacturer narrative:
(B)(4).